Event description:
It was reported that after using the bd vacutainer® sst¿ blood collection tubes, there was no scale to identify the amount of blood collected for 10 tubes. There was no health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos from the customer for investigation. Therefore, 20 retain samples from bd inventory were visually inspected for missing scale markings, and none of the samples failed. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. This complaint was unable to be confirmed for missing scale markings. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after using the bd vacutainer® sst¿ blood collection tubes, there was no scale to identify the amount of blood collected for 10 tubes. There was no health impact or consequences reported.